Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not reurned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the insulin level was at zero. The user's blood glucose (bg) level was 278 mg/dl. The bg level would be addressed with a bolus via the pump. The user changed the supplies and resumed insulin delivery.